Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
During a unilateral c1-c4 radiofrequency ablation procedure, a patient burn occurred. The grounding pad was placed mid back on the lateral right flank with no skin preparation on a patient that was neither hairy nor diaphoretic. Following the procedure, a small second degree burn with blisters was noted around the patch edges. Ointment was applied and the burn was bandaged. The burn has since healed. There were no performance issues with any sjm device.